Event description:
It was reported that a peritoneal dialysis (pd) patient received a power fail recovery successful during drain 5 of treatment. Immediately after the message, the patient noticed a red flash that came out behind the cycler resembling fire. The patient was able to resume treatment into drain 5 and completed treatment. Once treatment completed, the patient noticed a burning smell from the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported product complaint. The patient stated that the flash and burning smell came from inside the cycler. There was no damage or burn marks on the cords or any other external components. The patient confirmed there was no smoke coming from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The old cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A pre-accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a system air leak test, valve actuation test, a voltage test, and a teach pump test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient received a power fail recovery successful during drain 5 of treatment. Immediately after the message, the patient noticed a red flash that came out behind the cycler resembling fire. The patient was able to resume treatment into drain 5 and completed treatment. Once treatment completed, the patient noticed a burning smell from the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported product complaint. The patient stated that the flash and burning smell came from inside the cycler. There was no damage or burn marks on the cords or any other external components. The patient confirmed there was no smoke coming from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The old cycler is available to be returned to the manufacturer for physical evaluation.